Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer. The referenced device was returned for evaluation and confirmed the reported no output image from sdi ports during new installation was due to a defective printed circuit board. Upon further review of the evaluation of the subject device, the legal manufacturer has determined this report is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
No device has been returned to date. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The endoscopy account manager became aware that a user facility's new evis exera iii video system center was not producing an imager out of either (sdi) serial digital interface outputs during installation. No patient involvement was reported. The user facility will be returning the video system back for credit and will be receiving a replacement.